Manufacturer narrative:
Product evaluation: the product was returned solution is dried on the lens. Both haptics are broken in the distal area. The optic is torn/split/cracked and cut into multiple pieces, typical of an insertion and removal. The optic has additional scrape marks near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge with a non-qualified handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received on 10/06/2016. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient with halos, double vision and foggy vision following an intraocular lens (iol) implant procedure. The lens was exchanged.